Event description:
It was reported that the patient received inappropriate hv shocks due to noise oversensing. The noise could not be reproduced. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.